Event description:
It was reported that during a meniscal root repair surgery the needle broke off and got stuck inside the scorpion. The surgeon was unable to get it out so unable to reload the scorpion with another needle. The surgeon used one suture to pull the root down to finish the surgery successfully. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft.